Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt failed the pulse lead hi-pot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the belt failed the pulse lead hi-pot test. Investigation revealed that the trunk cable was shorted. The source of the shorted cable was unable to be positively identified. No adverse event resulted from the damaged cable. The last pt to use this electrode belt did not report any deficiencies.